Event description:
It has been reported that the patient was injured during deployment of AED.

Manufacturer narrative:
(B)(4). Investigation pending. At this time no additional information is available regarding report. Initial report is being submitted based on reported outcome.